Event description:
It was report that the patient died within 30 days of the carotid procedure. There was no product issue during the procedure. The cause of death is unknown. The patient was pacemaker dependent and it was report that there was a drop in heart rate after the procedure, in which the pacemaker had to be reset.